Event description:
It was reported that during a procedure of the mildly tortuous, de novo, mid left anterior descending artery (lad), the 3.0 x 48 mm xience xpedition stent was implanted; however, a dissection was noted. A second xience xpedition stent was used as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition (B)(4) everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition (B)(4) is currently not commercially available in the u.s; however, is similar to a device sold in the u.s.